Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient implanted with a neurostimulator for non-malignant pain. It was reported that the clinician programmer showed a power-on-reset (por) message. The specific error code that was displayed was 0x400 parity error. It was also reported that the por message could be related to the electro-magnetic interference (emi) activity of the patient having a computerized tomography (CT) scan. The por was seen on (B)(6) 2017 and was successfully cleared. There were no symptoms reported related to the device issue.